Event description:
Following pump replacement (see MFR rpt #6000030-2007-01589), the pt developed an infection and an abscess at the pump pocket site. The pt experienced pain and signs/symptoms of withdrawal. The pt was seen in ER and admitted. At the time of admission, he did not have withdrawal, but had tenderness at the right flank and was running a fever. On admission, the pt was given vancomycin and levquin. The next day, he was afebrile with minimal tenderness at the incision site of the pump. The next day, the implant site was reddish and later, there was also puffiness. A 60 ml of purulent pus with staph was extracted from the site. The pump and catheter were removed; the site was packed with iodoform. The pt was treated for pain with oral medication. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).